Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated accutni result, in the risk stratification range, for one patient that was generated by the access 2 section of the unicel dxc 600i synchron access 2 clinical system. Accutni was repeated and the result was in normal range. The original erroneous result was reported outside the laboratory, but amended by the repeated result. The customer has not received a report of any injury or change in patient treatment that is associated with this event.

Manufacturer narrative:
Sample was collected in a greiner 13x100mm tube. Sample was centrifuged at 3000g for 10 minutes at room temperature. A system check was run on 08/26/2010, which passed all parameters. No result flags or event log messages were generated in connection with this event. Per customer, a field service engineer (fse) was dispatched. There are no service notes for this event, to date, that is provided by the customer. No clear root cause for this event has been determined to date.